Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "this pump displayed set loading errors when a nurse attempted to load the set. They tried another set and that also resulted in set loading errors. The pumps was sent to the command center where we were able to get the set to work but there were additional set loading errors experienced when trying to get the pump to accept the set. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.